Manufacturer narrative:
A manufacturing evaluation was completed: thirty (30) schanz screws were received for investigation. The investigation of the complained article shows that indeed the coupling shaft is out of specifications. One cycle during the manufacturing process was not carried out as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The reviews showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject lot. Manufacturing site: (B)(4). Manufacturing date: sep 3, 2012. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the initial fracture fixation spinal procedure, the fracture clamp stuck to the upper part of the unknown screw, was not passing, and could not be detached. The surgeon had to remove the inserted unknown screw and clamp. Prior to inserting a new clamp and screw, surgical personnel checked the devices outside of the operating room. The surgical personnel used a second clamp and checked it with 29 more screws before one was found to work correctly with the clamp. It is unknown why 29 more screws were used and what the malfunction was with those 29 screws. The surgeon then inserted the second clamp and an unknown screw successfully and was able to complete the procedure. There was a one hour surgical delay due to procuring a replacement clamp and screw. This report is 33 of 33 for (B)(4).